Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) has been confirmed. As received, the monitor belt receptacle was pulled from the case and the white pulse wire was cut. The cause of the pulse test failure is the damaged belt receptacle and wire. The root cause of the damaged receptacle and wire is physical abuse. No adverse event resulted from the damaged receptacle and wire.

Event description:
A zoll distributor returned a monitor indicating that it failed pulse testing.